Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturers representative (rep) regarding an unknown patient who was receiving an unknown drug via an unknown implantable pump. In (B)(6) 2017, a motor stall was seen during an initial interrogation, the stall was active, it was unknown as to whether patient recently had a magnetic resonance imaging (MRI). The patient had been hospitalized and the hcp interrogated the pump on this report date, the interrogation showed a motor stall had occurred, the rep reported that the patient may have had an MRI scan but he was not sure yet. The rep was on his way to the hospital to check the pump status and logs and had no further history. The rep was to also confirm possible telemetry state condition and or hard stall. It was unknown as to whether patient had symptoms. No further complications were reported. Additional information received indicated that the rep never got to see the patient because the patient was discharged from hospital after the MRI. No further complications were reported